Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿dirty dressing¿. The product was not used on the patient. A photograph depicting the reported complaint issue has been provided by the complainant.

Manufacturer narrative:
Returned sample evaluation: photo associated with this case was received for evaluation. Batch record review: lot 9k03050 was manufactured on 10/17/2019 in the bodolay line with a total of (B)(4) ea. Complaint investigator (B)(4) performed a batch record review on 09/14/2023 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under sap material ID (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: after brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: dirty carts to transport materials, dirty trays. Method: mixers with residues from previous mixtures. Manpower: inadequate transfer of materials. Manpower: inadequate electrocuting lamp maintenance. Actions were taken through CAPA tw# (B)(4). Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.